Event description:
Provider states a burning smell coming from pc board. Takes 8-10 seconds for compressor to run af after cooling fan down; 1 red 3 green; leaking pressure out at compressor elbow per him. (B)(4).